Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, it was unknown the amount of insulin that the cartridge had been filled with. The customer's blood glucose level was 271 mg/dl, and was addressed with a manual injection. Reportedly, the contact loaded a new cartridge successfully.